Event description:
It was reported that the patient presented to the emergency room after receiving seven inappropriate shocks from the right ventricular (rv) lead due to t-wave oversensing (twos). It was determined that the patient received cardioversion due to combined count. The rv sensitivity was adjusted and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: 507652 lead, implanted: (B)(6) 2010. (B)(4).